Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's mother stated a motor error with their insulin pump. The customer's blood glucose level at the time of incident was 211 mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.

Manufacturer narrative:
The pump passed the displacement test. The pump gave a motor error alarm during the basic occlusion test due to a loose/flush drive support disk. The pump was received with minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.